Event description:
I have a class ii medical device implanted in my tooth -dental amalgam. The dental amalgam has wireless capabilities and can be used by some one a cellular network such as (B)(6). There are people that are using this class ii medical device to gain access to my central nervous system and they are doing remote neural monitoring through it. They are also doing synthetic telepathy and sexually harassing me as well. I did not give permission to any one to do this to me and I feel that they are violating my civil rights and constitutional rights. They are using this technology to coerce and intimidate people into joining their network. I have sent letters to the (B)(6) and also to the (B)(6) in regards to this matter. This is a serious threat to every individual in this country and also to the legitimate dentist that conduct business in their respective communities. I would really like to see this issue investigated because these individuals will not stop harassing me. Symptoms include hearing their voices and also feeling electronic currents and waves in my body. Also they cause electronic pulses in my brain and they cause my heart to beat irregularly. They also talk through the communication ports and send thoughts to people. I unfortunately was physically assaulted by these people because I asked them to stop and they would not. When they cause the electronic waves to go through my body, I get sick and feel the need to vomit. Also my head begins to hurt and I feel faint. I know these individuals and I have recordings of them talking about what they are doing. Dates of use: (B)(6) 1991 - (B)(6) 2010 - present. Diagnosis: cavities.